Event description:
It was reported that the coil peeled. A vortx - 35 coil was selected for a hepatic embolization procedure. It was noted that the coil peeled in the guide. The procedure was completed with a 4mm vortx coil and a 5mm 2d helical coil. There were no patient complications reported and the patient's status was stable.